Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging inaccurate low results on the subject meter compared to a onetouch ultra meter. No results were provided for either meter, but the reporter alleged the difference was 30 mg/dl. This complaint is being reported because the results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.